Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date because the device was not fully inflating. The device issues began around (B)(6) 2020. A new ipp device was later implanted on (B)(6) 2020.